Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported no capture on the atrial lead. Patient presented in clinic and upon interrogation, it was noted that the atrial lead was capturing at high outputs and sensed p waves were small. Chest x-ray confirmed no atrial lead dislodgement. Later, it was discovered patient had a dialysis catheter implanted on the previous day, which impacted the atrial lead slack and resulted in degraded lead performance. Patient was stable. No further information available.